Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that holes were observed in a 3000ml exactamix eva tpn bag. The event occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received from evaluation. A visual inspection was performed and a leak in the front of the bag was noted. A functional test was also performed and the leak was identified at the front of the bag. A magnified inspection was performed and a small hole in front of the bag where the leak occurred was observed. The reported condition was verified. The cause of the reported condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.